Manufacturer narrative:
E1- reporter address: (B)(6). Controller exchange is reported under MFR # 2916596-2024-01374. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recently switched to their backup system controller on (B)(6) 2024. They presented for a routine outpatient visit to the hospital on (B)(6) 2024. The vad coordinator downloaded log files via the heartmate touch. When the customer compared the portable document format (pdf) protocol created by the heartmate touch to the raw data they recognized a huge difference in the shown data points. The log files were analyzed, and 5 data points were noted prior to the patient's controller exchange related to changing of the emergency backup battery (ebb) of the patient's backup system controller. However, the graphic of periodic data created by the heartmate touch showed a majority of values being from 2023, even though there were no such data points in the raw data.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a discrepancy between the data in the controller periodic log file and the periodic log plot on the heartmate log report pdf was confirmed. The submitted controller periodic log file contained data from (B)(6) 2023, and from (B)(6) 2024. The data captured on (B)(6) 2023 occurred prior to the controller being connected to the pump as the controller was the patient¿s backup controller at this time per the provided information. The remainder of the data occurred from (B)(6) 2024 and showed the controller operating the pump with no notable alarms active. The periodic log plot from the submitted heartmate log report pdf showed data spanning from (B)(6) 2023 to (B)(6) 2024. The dates on the x-axis of the plot were evenly spaced between the first log file date ((B)(6) 2023) and the last log file date ((B)(6)2024); therefore, the gaps between uses of the controller that were shown in the periodic log file were not captured on the plot on the pdf. This resulted in the plot showing the data to have occurred on the incorrect dates. The reported event was determined to be due to the dates on the x-axis of the periodic log plot being evenly spaced between the first log file date and the last log file date. The heartmate touch app version at the time of the event was version 1.0.42. This issue has been resolved via heartmate touch app version 1.0.44, which is the current version of the heartmate touch app. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ and heartmate touch communication system quick start guide (rev. B) explain how to load the historical view and provide an overview of the data presented on all views, including the historical view. These documents also explain how to export, save, and access log files using the heartmate touch. No further information was provided. The manufacturer is closing the file on this event.